Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing and performed visual inspection and found insertion needle to be bent inside needle base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call that the green light did not flash green light when the sensor was connected with the transmitter. Customer's blood glucose was 235 mg/dl. During troubleshooting, found cannula was missing from the sensor. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.